Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Evaluation determined the root cause was failure of reed switch (sw1). The customer received a replacement device to resolve the reported issue. This device was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device gave child prompts for an adult procedure. In this state wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave child prompts for an adult procedure. In this state wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.